Manufacturer narrative:
There was no user or patient injury with this event. Investigation of the returned product found that the pivot shaft had come out of it's connection with the pivot joint at the end of the scissor arm assembly. The pivot shaft is assembled to the pivot joint using a hydraulic pressing operation. The components were inspected dimensionally and it was found that the shaft was marginally undersized. From the investigation results it has been determined that this contributed to the failure mode presented.

Event description:
When the assistant was pushing the unit back to the wall after taking an x-ray, the yoke with the tubehead pulled free from the connection with the scissor arm and was hanging by the cable wires.